Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of a partial fire and failure to deliver staples, which is potentially related to a product problem. B1 updated from "adverse event" to "adverse event and product problem". Corrected information can be found the following field: b1. Updated information can be found in the following fields: g6 and h2.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 instrument experienced a partial fire while stapling with a white stapler reload (vascular reload) and had a blade exposed. Reportedly the stapler was put on tissue, it clamped down and started to evaluate for a fire, made a "crunching" noise, and then stopped before firing. The customer requested system logs be checked and an error 22030 (firing failure) was found on stapler instrument (serial #(B)(4)). The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the or staff to return the suspect stapler instrument for failure analysis. The surgeon continued with the case robotically. The site was completing the procedure with no reported injury. Isi performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The curved-tip stapler 30 instrument and white reload that were used during this event were both returned for evaluation. Failure analysis (fa) replicated and confirmed the reported event with this reload. The reload was observed to be partially fired with no exposed components. The reload was found to have cartridge damage near the knife garage. No material was missing. The reload was disassembled in-house and the knife was found to be damaged. A cracking damage was observed on the knife spine near one of the pins. As a result, a loose pin was observed. The root cause of the cartridge damage is attributed to the user. A log review of the stapler instrument used to fire this reload showed the stapler experienced one firing failure with error code 22030. This firing failure was not replicated during in-house testing. The curved-tip stapler 30 instrument passed initialization, and moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. A visual inspection was performed and no damage was observed. The root cause of the reported firing failure is not determinable. A review of the system logs for the procedure date of (B)(6) 2022 has been performed and the following was observed: error 22030 was observed indicating a curved-tip stapler 30 firing failure occurred. No other relevant errors were observed during this procedure. An isi failure analysis engineer (fae) performed a review of the event and provided the following information: logs show that the curved-tip stapler 30 instrument (part #470530-08, lot t10210610-0039) was installed 2 times and fired two reloads (both white). The first firing was completed per the logs. The second firing resulted in a firing failure at 13% completion. There were no incomplete clamps by this instrument. This event is being reported due to the following conclusion: it was reported that the curved-tip stapler 30 instrument, with a white stapler reload installed, experienced a partial fire and had an exposed blade. Although the customer reported that no patient injury occurred, it is unknown what intervention, if any, was performed to resolve this event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.